Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, when the lead was connected to the pulse generator a loss of capture was noted. The physician decided to disconnect the lead and attempt to find a better location but had difficulty removing the lead from the pulse generator. The lead and device were no longer used and replaced.